Event description:
Hamilton medical ag received the following incident description: white and black screen appeared after power on and continuous red alarm. Ip esm processor failed.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. A detailed investigation was performed by an expert from the technical service: this incident occurred during start-up without patient involvement. There was no prior malfunction reported with patient involvement. However, if in worst case, such a malfunction happened during ventilation, the device might have to be restarted or an alternative ventilation source would have to be provided. Therefore, this could potentially lead to necessary intervention and in worst case to a deterioration of the patient's state of health. This has not occurred so far. However, the case remains reportable. The mentioned malfunction impairs the connection between the ventilator and the screen which makes the device temporarily inoperable. Hamilton medical has not received the device for investigation. However, the technician on site investigated the ventilator. It was found that the cause was a defective ip esm board (part number msp396378). In consequence the defective ip esm board was replaced. After a new ip esm board was installed, the device was tested, functioned as intended and is back in use.

Event description:
Hamilton medical ag received the following incident description: white and black screen appeared after power on and continuous red alarm. Ip esm processor failed.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: white and black screen appeared after power on and continuous red alarm. Ip esm processor failed.